Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received continued inappropriate shocks. Review of the data identified smart pass was off due to low amplitude measurements which were oversensed resulting in the inappropriate shocks. A boston scientific technical services consultant discussed further troubleshooting for this patient. The caller noted that the patient had lost approximately eighty pounds which could be impacting system position. The physician will be consulted. No adverse patient effects were reported.